Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) unused sample without packaging was provided for evaluation. The returned sample underwent visual inspection, and no visual defects were identified. Thereafter, the sample was subjected to a functional leakage test, following design input requirements by creating a closed system between the arterial and venous portion of the sets, and testing them utilizing air under water. No leakage was identified on the returned set. Based on the investigation findings, the sample was within internal specification; therefore, the reported defect was not confirmed to be due to the manufacturing process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: small bubbles were observed in the arterial section of the line. No leaks were detected so the user believes the bubbles originated inside the line. No injury reported.